Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4310mlc was removed on (B)(6) 2019 due to loss of osseointegration 6 years and 10 months after implantation. The patient has no significant medical history. The doctor noted periodontal disease and bone resorption during explantation. The patient has recovered without complications.